Event description:
The needle separated from the stylet upon removal.

Manufacturer narrative:
H3 - the sample has been received for analysis and currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.